Event description:
It was reported that, "surgeon explanted avon component. He commented that patella was very loose. Removed patella and converted to a primary triathlon. Surgeon commented patient was experiencing knee pain which was the reason for revision."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.